Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, 2 drawers were failed and unable to recover. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, 2 drawers were failed and unable to recover. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers were failed which can't be recovered a field service engineer (fse) responded to an issue with main drawer 1 (matrix) not opening. Upon requesting the escort to log in and initiate recovery, the solenoid could be heard firing, but the drawer remained closed. The fse accessed the rear of the main unit for inspection and, after powering down the pyxis system, removed the matrix drawer. A broken u-clip was identified and replaced. The drawer was reinstalled, the pyxis system powered back on, and the application was relaunched. The escort then logged in and successfully recovered the drawer failure. The system functioned as intended after the field service engineer repaired the device.